Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had an error code 210.5020, which was found to be related to the keypad processor not reporting the software version data immediately after the system is turned on. It was also noted that the processor is missing and will need to replace the main board, which is the logic board on unit. There was no patient involvement.